Event description:
Additional information was received from the patient (pt). Pt had sent out a text. Pt said the tingling stops when they get off their left side. The pt said their belly itches all the time and it stops if the stimulation is turned off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated if they lay on their left hip they feel all kinds of tingling and a very subtle electrical shock the whole time they are laying on their left side. Patient stated when they move it goes away. Patient added sometimes this will even occur when they're sitting down and sitting more on their left side and they have to shift to resolve. Patient stated this has been since the time of implant and commented they have had "all kinds of issues." Agent redirected to mdt rep and hcp to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.